Event description:
Since the patient lost a lot of weight, the device was protruding out of her body and she felt a burning sensation at the implantable neurostimulator site during recharging sessions. Additional information has been requested, a follow-up report will be sent if additional information becomes available.